Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side device deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: ¿ crease flat observed in the device. ¿ brown particles in the fill channel. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side device deflation. The device was explanted and replaced.

Event description:
The device was explanted and replaced.